Manufacturer narrative:
The pt was admitted for the index procedure with an admitting diagnosis of angina pectoris and met the study guidelines for inclusion. The pts' medical history consisted of prior percutaneous revascularization, significant gi bleed, hyperlipidemia, and angina. An angiogram performed for the index procedure revealed that the left ventricular ejection fraction was 60%, an 80% lesion in the distal (dcirc) circumflex artery, and no other lesions were noted in the remaining vasculature. No peri-procedure medication was administered. During the procedure, a cordis xb 3.0 and a choice pt .014" guidewire were utilized to access the target site. The lesion length in the dcirc was 15mm and a diameter of 3.0mm, no calcification or tortuosity, and the timi flow was three. The site was predilated with a 2.5mm maverick angioplasty balloon at 10 atmospheres. The percent of stenosis after pre-dilation was 50%. A 3x18mm bx velocity was deployed at 20 atmospheres. The stent was post dilated with a 3.5mm maxxum energy at 18 atmospheres. The post dilation stenosis was 0%. The highest act was 298 seconds and the total heparin dose was 10000units. The total amount of contrast (hexabrix) given was 160cc. Four days after the procedure, the pt was seen in the emergency room and was diagnosed with costochondritis. The narrative indicated that the thoracic pain was associated with angina. Please note, this device is not distributed in the united states; however, it is similar to u.s. Product. The product is not available for eval and testing. Add'l info will be submitted within 30 days of receipt.

Event description:
Per study: during the index procedure, the site reported an occlusion of a small branch. The angiographic core lab reported a 24% final residual in lesion stenosis. With no dissection and timi 3 flow. The ck peaked at 315 (nl 195, ratio 1.6) with a ckmb of 53.9 (nl 10, ratio 5.3). The ECG core lab reported no new st-t abnormalities and no new q waves. The site reported the ck and ckmb elevation were related to the occlusion of a small branch. The pt was discharged the following day on asa and clopidogrel. The clinical events committee ruled the event did not meet the criteria for myocardial infarction.